Event description:
The customer reported 12 erroneously high plasma primary tube glucose modular glucm patient results generated on the unicel dxc800p synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, patient treatment was not impacted by the event. The samples were rerun and the results amended. No other analytes were questioned or rerun. Only 11 of the 12 patient results were provided by the customer. The magnitude of difference between the original and amended results was 10-15%. The samples were plasma collected in 13x100 tubes which were refrigerated. The samples were centrifuged for 7 minutes at 4000 rpm at room temperature. The quality control was running high and customer recalibrated the glucose channel and then reran qc material and the results were within the customer's established specifications. The customer reran all their patient samples from the previous passed qc approximately 8 hours prior.

Manufacturer narrative:
Service was dispatched and replaced the accusense glucose electrode. Service could not find any hardware or system issues. The cause of the event is unknown. (B)(4).